Event description:
It was reported that during a laparoscopic nephrectomy, fifteen minutes after the device was fired the staple line separated. Two center rows did not fire, as well as proximal and distal to these two rows the device did not fire. This led to major leak to the renal vein and caused a pt conversion. The surgeon converted to open and pt had extensive loss of blood, which required a transfusion. Pt status is unknown at this time.